Manufacturer narrative:
This supplemental report is being submitted to provide additional information. A customer reported on (B)(6) 2020 that the device could not turned the power on. The device was manufactured 5 years and 3 months ago. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the event that the device could not turned the power on was caused by the defect of power supply board or video processing board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus trading ((B)(4)) limited ((B)(4)) and found that there was no endoscopic image. There was no report of patient injury associated with this event.